Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. A manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. For 5576017: manufacturing date: 12/22/2004 / expiration date: 12/21/2008. For 5583371: manufacturing date: 01/31/2005 / expiration date: 01/30/2009. Device investigation summary: two devices (a and b) received for analysis. Since it was not possible to confirm which one belongs to the right side reported, both implants were analyzed. During the visual evaluation, no apparent damage or visual anomalies were observed on both returned devices. Leak testing was performed on devices a and b, according to mentor procedure, and it revealed a tear on the anterior aspect in both implants, measuring approximately less than 0.1 cm each one. Microscopic examination of the edges of both tears revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. As part of our quality process, the manufacturing records of these 5576017 and 5583371 lot numbers were reviewed and the manufacturing standards were met prior to the release of these lots. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. For 5576017: a manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. For 5583371: a manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who underwent breast augmentation revision with two 375cc mentor smooth round moderate profile saline breast prostheses, suffered right breast implant deflation, post-procedure. As a result, the patient underwent bilateral removal and replacement with the following devices on september 22, 2020: (right) 275cc mentor smooth round moderate profile saline catalog: 3501640 lot: 7709018 sn: (B)(4) and (left) 275cc mentor smooth round moderate profile saline catalog: 3501640 lot: 7598884 sn: (B)(4). Two devices were returned with the following lot numbers but it was not specified which one was the suspect medical device that belonged to the right side (5576017 and 5583371). Both will be provided and a supplemental report will be submitted when clarification is received.